Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that smoke was observed after the bearing sleeve device and attachment device were assembled together and started to turn. The event was not related to surgery. There were no delays to the planned surgical procedure. The company representative arranged for a spare device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that it was confirmed that two people were present in the room when the smoke was detected, a sales agent and a sales rep. It was noted that the smoke lasted about ten minutes and inhalation was possible since the people were not wearing protection masks. It was reported that the two people are in excellent health. They did not suffer any consequences as a result of the smoke and no medical intervention was required. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.